Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed will alarm from the bed but no audible alarm at the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Baxter received a report from a baxter technician stating the bed will alarm from the bed but no audible alarm at the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #527594 .

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the centrella bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed and had no error codes. However, if the reported event of bed alarming only at the bedside and not at the nurse's station were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.